Manufacturer narrative:
Manufactures investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported patient¿s expiration could not conclusively be determined. Stroke and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist systemno further information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(4) was shipped on 09 sep 2020. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020 due to severe ischemic hypoperfusion to the brain. It was reported the patient was hypotensive and vasoplegic. It was reported the device operated as intended and was not explanted; therefore the device will not be returned for evaluation. No additional information was provided.